Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4351726): 1)this batch of products were assembled at intima ii auto line 4 in dec 2024 and packaged at cfs package line in dec 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned one video but did not provide a defective sample. The video shows that there is still blood coming out when the clamp is closed. 3. The retained sample of this batch is taken for clamp force test and the sealing pressure test of the pinch clamp (pressure upper limit 102kpa), and the tests are passed. 4. When the extension tubing is not fully clamped in the pinch clamp, will cause the pinch clamp cannot fully act. Suggestion: before use, please check and ensure that the extension tubing inside the pinch clamp is straight and centered. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned video shows the reported defect, but the exact position where the extension tube is clamped is unclear, and no defective sample is received for analysis and confirmation, so the root cause of the complaint phenomenon cannot be determined. Plant will continue tracking this kind of defect.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc hp-383096-leakage. Persistent bleeding following tube clamping with an indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.